Event description:
Reportable based on device analysis completed on 13-jul-2015. It was reported that crossing difficulties were encountered. Vascular access was obtained via the femoral artery. The 85% stenosed, 24x2.30mm, eccentric, de novo target lesion with a bend between 45 and 90 degrees was located in the mildly calcified left anterior descending (lad) artery. A 2.25x28mm promus element ¿ drug-eluting stent was advanced but failed to cross the lesion, even after repeated attempts. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent detachment/separation.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. The stent was detached from the balloon and not returned for analysis. The balloon cone profiles were reviewed and analysis found that the distal portion retained its profile and crimp markings were clear and pronounced indicating overall crimp contact between the coated stent and balloon. The proximal portion appeared to have its profile disturbed with crimp markings less pronounced on the wall of the balloon. A visual and tactile examination found multiple kinks along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. The bumper tip of the device showed no signs of damage. A visual and tactile examination found no issues with the profile of the shaft. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).